Event description:
The cardiologist attempted arteriotomy closure using a techstar xl 6f device. While deploying the device, the posterior needle missed the barrel and presented in the subcutaneous tract. It is unknown as to whether or not backdown was attempted. The pt was taken to surgery for device removal. Surgery was successful and the pt recovered without incident.